Manufacturer narrative:
The insulin pump was received functioning properly noted and passed displacement test, rewind and basic occlusion test, occlusion test, excessive no delivery test and prime test. No motor error alarm. No excessive no delivery alarm noted and the motor passed motor test. However, unable to upload to carelink due to a47 alarm in the history file due to corrupted history file. Al l of the buttons functioned properly, no damage on the keypad assembly and no button error alarm. The insulin pump had minor scratched display window and with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that they received motor error alarms, a button error alarm and a no delivery alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump was able to complete rewind. The customer's mother stated that the button error alarm was able to be cleared and the insulin pump was working okay. The customer stated that they change the infusion set after the no delivery alarm. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.